Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that approximately four years following the implant of this transcatheter bioprosthetic valve within the native valve, a transthoracic echocardiogram (tte) showed a mild increase in aortic valve gradients. Four years, six months, sixteen days following valve implant, elevated gradients remained. Five years, twenty days following valve implant, moderately restricted prosthetic leaflet motion was noted via tte. The reported information indicated aortic stenosis. Five years, three months, eleven days following valve implant, a second valve was implanted valve-in-valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record (DHR) was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. This event did not indicate device misuse or malfunction. High gradients could be related to valve related (degeneration, thrombus, calcification) or non-valve related factors (left ventricular outflow tract obstruction, patient pressures, left ventricle dysfunction). A review of the returned transthoracic echocardiogram (tte) clips related to this event was performed. The tte from approximately four years following the valve implant showed a normal functioning transcatheter aortic valve replacement (tavr) valve with mildly elevated gradients as per the doppler measurements. The color flow doppler showed laminar flow through the valve during systole. The tte from approximately five years following the valve implant showed thickened aortic leaflets and the color flow doppler showed a narrowing of the tavr valve. The doppler measurements confirmed the moderate to severe aortic stenosis. In conclusion the echocardiogram imaging provided, showed a progression of valvular disease from the four-year tte to the five-year tte. The imaging confirmed that there was moderate to severe aortic stenosis on the tavr valve seen with both the color flow doppler and doppler measurements. Stenosis is a known potential adverse effect per corevalve instructions for use (IFU) and is a known failure mode for bioprosthetic valves and is largely dependent on patient condition. However, a conclusive root cause could not be determined from the information provided. The specific cause for the report of restricted leaflet motion or incomplete coaptation was unable to be determined; however, the tte did show thickened aortic leaflets and the color flow doppler showed a narrowing of the transcatheter aortic valve. Updated b2 - outcome attributed to adverse event: added hospitalization. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.